Manufacturer narrative:
(Secondary intervention required) secondary intervention required.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant was not reported. It was reported that approximately 82 months post stent graft implant, the patient's aortic neck has dilated due to severe disease progression. At the time of implant, the aortic neck had an angulation of 30 degrees ap now the angulation of the aortic neck is 50 degrees ap. At the time of implant, the diameter of the aortic neck was 24-25 mm and now the diameter of the aortic neck is 31-32 mm. The physician elected to treat the patient with another manufacturer's 34 mm cuff and the type I endoleak was resolved. The CT also demonstrated a type iii endoleak that was located in the bifurcation of the stent graft just below the flow divider in the ipsilateral limb. The peanut shaped stent appears to be detached from the stent graft. The physician placed three iliac limbs and the type iii endoleak was resolved. No additional clinical sequelae were reported adn the patient is fine.